Manufacturer narrative:
Product event: (B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
During an ent case, the surgical technician was cleaning the plasmablade tip and the wire broke. There was no patient impact reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.